Event description:
Product was applied to the hand. The pt is having a local reaction, possibly an infection. Pt has a large blister under the product directly on the wound. Edges of wound are well approximated. Caller asked for instructions on removing the product, instruction provided per the package insert.